Manufacturer narrative:
(B)(4). Date sent 12/9/2024. D4 batch #946c56. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 946c56, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ea7z, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, cartridge could not be installed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.